Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the anatomy. The lot number was provided. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Myocardial infarction and thrombosis are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2011 a xience stent (2.75 x 18 mm) was uneventfully implanted in the mildly calcified circumflex artery. On (B)(6) 2011, the patient experienced a non-st elevation myocardial infarction and underwent emergent angiography that revealed in-stent occlusion due to subacute thrombosis. Lesion dilatation was performed and a larger xience v stent was implanted in the index stent to treat the occlusion. Post dilatation was done and the patient left the cath lab in stable condition. There was no adverse patient sequela. It was the physician's opinion that during the index procedure, the xience v size chosen was too small for the lesion, resulting in occlusion. Although requested, no additional information was provided.